Manufacturer narrative:
Facility submitted medwatch to FDA. FDA# mw5083310.

Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient fell from the bed when the enabler bar broke. The clip holding the enabler bar, attached to the flat metal which was attached to the bed frame broke and the patient rolled out of bed resulting in a right femur fracture." (B)(4) were entered into our system to have the bed rail returned to joerns for investigation. As of this writing, the bed rail has not been returned.